Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the sensor is stuck in 2 the hour warmup. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Pairing testing was performed and there was no failure detected. The receiver log was reviewed and a loss of connection for more than three hours during the time of no initial calibration was observed. The reported event was confirmed during log review; the transmitter lost connection which prevented the calibration. A root cause could not be determined.